Event description:
The customer reported that the paramedics were called last night after experiencing a low blood glucose reading of 44 mg/dl. The customer's husband had already treated the customer with glucagon when the paramedics arrived. The customer stated that she programmed a bolus, and feels that the numbers ramped up to a high amount than she wanted. The customer continued wearing the insulin pump after the incident. The next morning, the numbers continued ramping up when programming a bolus. The customer also reported a blank screen after inserting a new battery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.